Manufacturer narrative:
Additional device implanted and involved in the event: tg4015/06423615. Udis for the lots are as follows: (B)(4). (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the aneurysm growth is unknown.

Event description:
(B)(6) 2009, the patient underwent a procedure using two gore&#59412;tag&#59412;thoracic endoprostheses to treat a thoracic aneurysm. It was reported that on discharge date of (B)(6) 2009, the aneurysm measured 62.2mm. Follow up dates and aneurysm measurements are as follows: (B)(6) 2010 - 65.2mm; and (B)(6) 2010 - 68.5mm. It is unknown why the aneurysm sac has enlarged and there has been no reported or planned reintervention. No further information is available.